Manufacturer narrative:
(B)(4). Batch # t92461. Investigation summary: the device was returned with the tissue pad melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported the teflon was separated from the device and was completely missing. The teflon was easily removed without intervention. The device was changed and the procedure was successfully completed. The surgery was delayed by 15 minutes and there was no patient consequence.